Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and bolus wizard from the insulin pump. The customer's blood glucose reading was 494 mg/dl. The customer stated that she was not able to comprehend the pump. The customer stated that she kept taking sleeping medication. The customer was assisted with delivering the bolus for the high readings. The customer was advised to check back in 30 minutes and call back.